Event description:
On (B)(6) 2012, the (B)(6) male patient, weight (B)(6), had the device (primatrix) applied to the left metatarsal head 1 diabetic foot ulcer. On (B)(6) 2012, during his next visit, the graft appeared to have taken and the left metatarsal head 1 ulcer appeared to have a healthy wound bed and only serous drainage. The dressing was changed and the patient was scheduled for his next visit on (B)(6) 2012. The patient began to feel sick two days later and went to (B)(6) medical center ER. The infection could not be localized to the wound or the metatarsal and an MRI was negative. The infection was finally diagnosed as a (B)(6) at the deep spaces in the left leg resulting in a below the knee amputation when it did not respond to antibiotics. The amputation took place on (B)(6) 2012. The amputated tissue included the device, therefore, although the device had been removed from the patient, it had not been specifically explanted and was not available for evaluation. The physician stated that, "the underlying infection did not manifest itself until after the device was applied. He did not believe that the device or the procedure was the causative agent for the infection."

Manufacturer narrative:
The manufacturing record for this product lot was reviewed and everything was found to be in order including all sterility information.